Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with visible moisture in the display lens. The black box and download history could not be reviewed because the pump would not power on. On inspection, the audio bolus button was torn. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. Corrosion was present inside the battery compartment. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A leak test was performed and revealed a moisture leak at the battery compartment crack and at the display lens. The pump was removed from the casing and revealed moisture and corrosion present inside the pump including the power circuits. The battery cap that was returned with the pump was evaluated and found to be within specification.

Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient was swimming and after dinner that night noticed that the pump was powered off. The reporter indicated that the patient's blood glucose level was elevated in the 20mmol/l range with no signs or symptoms of hyperglycemia. The patient took an insulin pen injection and their blood glucose level came back down. The reporter indicated that they noticed water and corrosion in the battery compartment and on the battery. They let the pump air dry and changed the battery, and the pump was able to power on. The patient's blood glucose excursion does not meet criteria for an adverse event. This report is being made based on the allegation that the pump powered off without visible damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.